Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the gripper does not exhibit any signs of damage or material deformation that would cause the device to fail. The device was manufactured in 2010 and exhibits some wear and use damage. A functional examination revealed that the gripper was able to firmly hold a guide wire. There was no problem found with the device. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the device broke during surgery. The procedure was completed with a competitor's device.